Event description:
The original procedure was debulking of oral flap for excision of the left chin basal cell carcinoma. A fire started around the mouth, nose and right eye of the patient during the middle of the procedure, eye mask was removed immediately and fire was doused with sterile water, anesthesia turned off the nasal canula until it was put out. Fire lasted less than 2 seconds. Patient was prepped with chlorhexidine gluconate 2% with alcohol. All measures were in place according to fire prevention protocols [fire safety timeout conducted], low oxygen was in use (4 liters/min), low settings on the bovie machine (electrocautery was set to monopolar 25, 25 with appropriate grounding pad on the back), sterile water on the field and fire-resistant drapes. Devices in use: esu (bovie machine) covidien model force fx-c; electrode electrosurgical blade ez-clean standard modified monopolar megadyne 2.5in MFR# 0012m; pencil electrosurgical e-z clean button switch holster monopolar megadyne 10ft MFR# 0035h; forcep electrosurgical bayonet slim standard bipolar spetzler 1.5mm 8in MFR# 6780200015; pad electrosurgical monopolar megadyne 10ft MFR# 0855c; sunmed iguard eye protector model: 9-0210-00; sequential compression device (on patient's lower legs); forced warm air unit (lower body); no staff injury. For patient injury, burn marks were present (superficial second degree burns) on the right cheek and across the bridge of the nose and some skin tear of right forehead due to trauma from removing goggles. Patient's eyes undamaged. Patient skin very sensitive. Bacitracin ointment and dermabond applied on the right forehead. Patient later discharged. The patient had a tele-consult to outside burn unit while in the hospital but did not need a transfer.